Event description:
It was reported patient underwent a total elbow arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2013, due to loosening. During the procedure, surgeon noted infection. The humeral component and humeral condyle kit were removed and replaced. Patient underwent a second revision on (B)(6) 2013 due to unknown reasons. All components were removed and replaced with a discovery elbow system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The previous revision procedure on (B)(6) 2013 was reported on medwatch numbers 1825034-2013-02771/02772.